Manufacturer narrative:
Initial.

Event description:
It was reported that the user received ¿connect cgm¿enter bg¿ and ¿dosing stopped¿ alerts after replacing a libre 3 plus sensor but not activating it, which resulted in bg-run mode and suspension of automated dosing until the continuous glucose monitor (cgm) was paired and warmed up. A manual bg of 247 mg/dl was entered and later cgm readings resumed on the ilet. Symptoms included hyperglycemia and fatigue. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to an improper procedure, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.